Event description:
Customer reported that an antibody screen was performed on a patient sample and no reactivity was observed. Testing was then performed with the same lot of red cells from another rack and a 1+ reaction was observed with cel 1. Testing was repeated by two other techs and similar results were observed. As part of troubleshooting, cts requested customer to perform parallel testing of the two racks of cells. Customer reported that 1+ reactivity was observed with cell 1 from both racks of cells. Testing on (B)(6) 2012 was performed by supervisor; previous testing performed by techs. ID of antibody was not provided to ocd. Customer was unable to determine why reactivity had not been observed by the techs.

Manufacturer narrative:
Ocd performed a batch record review of this lot. Satisfactory results were observed. Customer did not provide any further details regarding the identification of the antibody that did not react. During troubleshooting performed by lab supervisor, results were satisfactory. (B)(4).